Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
It was reported that patient presented with pain in right hip. Surgeon revised due to loosening.

Manufacturer narrative:
An event regarding pain & loosening involving an restoration modular stem was reported. The event was confirmed. Method & results: device evaluation and results: device was not returned however provided explanted images shows blood stains. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed stem loosening via x-ray. Need operative reports, lab results, dated x-rays, cobalt chromium levels and histopathology reports. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event is confirmed because of the provided medical information was submitted to a consulting clinician who confirmed stem loosening via x-ray. Need operative reports, lab results, dated x-rays, cobalt chromium levels and histopathology reports. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient presented with pain in right hip. Surgeon revised due to loosening.